Event description:
It was reported to medtronic minimed that the customer received a pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast.), 68 (trace pointers are invalid.), 23 (post-reset ram crc alarm), 49 (history pointers failed. The history pointers are corrupted.), as well as replace battery and battery failed alarms. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for pump errors 37, 68, 23, and 49, and the customer was able to clear the error, and the fill cannula delivery test was successful, and they were able to complete the rewind process. The pump passed the self-test. Troubleshooting was performed for the battery failed alarm and found no damage to the battery cap contacts or battery compartment. The alarm was resolved by replacing the battery. The customer also alleged that the pump error 23 had occurred more than once after a battery change. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1886 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 23, pump error 37, pump error 49, pump error 68, replace battery now alert or failed battery test noted during test. Unit successfully downloaded to thump. The pump history download confirmed the pump alarmed pump error 23 (line 672 number file number 39) on 06/19/2025 13:43:49.000, pump error 49 (line 672 number file number 39) on 06/19/2025 13:43:33.000, and pump error 68 (line 672 number file number 39) on 06/19/2025 13:43:16.000 due to moisture damage to the pcb1 and pcb2 board as per global logic analysis. Battery cycle 4.0 received the lowbatteryalert (104) on 06/04/2025 14:47:00 after more than 7 days at 10.46 days. The pump history download confirmed the pump alarmed replace battery now alert on 06/19/2025 13:42:55.000. Battery cycle 3.0 received the lowbatteryalert (104) on 05/25/2025 00:25:00 after more than 7 days at 17.03 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump history download confirmed the pump alarmed pump error 37 on 06/19/2025 13:42:12.000 due to corroded motor home switch. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked keypad overlay, stained keypad overlay, and serial number label missing. The p-cap/reservoir does lock properly. Pump passed functional testing. No pump error 23, pump error 49, pump error 68, pump error 37, replace battery now alert, or failed battery test noted. However, the pump downloaded history confirmed the pump alarmed pump error 23, pump error 49, and pump error 68 due to moisture damage to the electronic assembly. The pump history download the pump alarmed pump error 37 due to corroded motor home switch. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.